Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at a manufacturer's service center, an issue related to the internal battery was observed. The device's battery connector assembly was replaced to address this issue.